Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a study was published in the belgian orthopedic act on medial pivot total knee arthroplasty, in which there were (B)(4)cases of which (B)(4) had complications and (B)(4) ended in revision surgery. Four of these revisions occurred due to an infection, the fourth patient will be captured in this incident while the other 3 will be captured in groups (B)(6).